Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow buttons were intermittently unresponsive for a few weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and cleaned with alcohol swabs. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses with increased force to elicit a response. The ok button responded appropriately. During evaluation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.